Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the blood glucose levels were not decreasing. The blood glucose reading at the time of the event was 700 mg/dl. Physician stated that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.